Event description:
On (B)(6) 2012, propaten graft was implanted in a fem-pop iii procedure. On (B)(6) 2012, the pt presented with acute and severe bleeding. An emergency operation was done. The physician found a complete rupture of the prosthesis about 2-3 cm from the distal anastomosis. The physician did a thrombectomy with a size 3 fogarty catheter. The prosthesis tore up to 2cm. He replaced the prosthesis with a new one of the same size and length. The pt still had critical ischemia; an amputation (upper knee) was done on an unk date.

Manufacturer narrative:
Result - review of device mfg record history confirmed device met pre-release specs. The returned specimen was approx 39cm in length and contained brownish stains. One end of the specimen contained blue sutures in two locations. A clamp mark could be seen between the first and second ring. The other end of the specimen appeared to have been cut diagonally. Clamp marks could be seen. The specimen appeared to have been cut in a 't' shape. The horizontal line of the 't' was approx 1/2cm in length. The vertical line of the 't' was approx 1cm in length. When the disrupted graft wall section was realigned, there was a circular gap at the 't' intersection. The examination found no anomalies attributable to the MFR of the device.